Event description:
It was reported that while installing the backup battery into the patient's system controller, it was noticed that one of the screws on the back cover would not thread and tighten down. The controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d5: operator of device corrected manufacturer's investigation conclusion: the reported event of difficulty threading and tightening one of the backup battery cover screws was confirmed via evaluation of the returned heartmate 3 system controller. The returned controller, serial number (B)(6), was visually inspected and the debris consistent with a nylon patch was observed in one of the backup battery cover screw holes. The associated backup battery cover screw was unable to be fully tightened as a result of this debris. The controller was connected to a mock circulatory loop. During testing both power cables were disconnected individually, and the system functioned as intended. Both power cables were then disconnected, and the backup battery supported the system without issue. The driveline was disconnected, and an alarm activated as expected. No atypical alarms were produced throughout testing. The downloaded log files were reviewed and did not indicate any issue with the controller. The root cause of the difficulty threading and tightening one of the backup battery cover screws was determined to be due to debris being found in the screw hole; however, further root cause for the debris was not conclusively determined through this analysis. A manufacturing analysis has been initiated to further investigate this issue. Incidental finding: ui ribbon cable was improperly seated. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 2 of the IFU, entitled ¿system operations¿, provides instruction on how to replace the backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.